Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three clips were scissored. Another device was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. No device returned. Eval summary: as a lot number was not received, a device history review could not be performed.